Event description:
Service and repair reported that part 314.75, hexagonal screwdriver' tip is broken. It was reported that the device was found in sterile processing after the cleaning process by the technician. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
No service history review can be performed as this is a lot controlled itemif information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation evaluation: one hexagonal screwdriver (part 314.75, lot 4112539, manufactured may, 2000) was returned with the complaint that the ¿hexagonal screwdriver' tip is broken, the device was found in sterile processing after the cleaning process by the technician.¿ upon receipt of this device, it was seen that the distal hexagonal segment has fractured from the shaft and was not returned. The remainder of the device is in fair condition, with signs of age and wear. This device is utilized in the trochanteric fixation nail (tfn) system for inserting locking bolts/screws during distal locking. The technique guide was reviewed for proper use of this device. The drawings for this device were also reviewed and the design was found to be adequate for its intended use. This complaint is confirmed; however, the root cause is undetermined. Given the age of this device, it is most probable that regular use overtime contributed to this complaint condition. The design of this device is adequate for its intended use and did not contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service and repair evaluation was performed: the repair technician reported the tip was broken off. Tip broken is the reason for repair. The item is not repairable. The cause of the issue is unknown. The evaluation was confirmed. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.